Event description:
A respiratory therapist was called to the bedside to evaluate a ventilator alarm. Trouble-shooting revealed capnography airway adapter with missing plastic circle, part name unk. Adapter was removed and leak resolved. Plastic circle, part name unk, was found on pt's chest and placed with adapter for return to MFR. Pt suffered brief desaturation which resolved quickly. Prior to this event, a letter was received from welch allyn, regarding an investigation into the first airway adapater malfunction that was experienced at this site. The letter indicated that "two years of history encompassing sales of thousands of airway adapters shows no other instances". The concern is the potential for these plastic pieces to fall off airway adapters and enter the pt's airway.